Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The mets distal femur kit was updated to include 4 fixation pins, however, the pictorials that accompany the kits were not reflecting this change. This has now been rectified and the pictorials are correct.

Event description:
It was reported by the company sales representative that the paperwork and the pictorials that were accompanying the distal femur kit were incorrect.